Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: (B)(6) -2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl and two other unknown medications via an implantable pump for spinal pain. It was reported that when the patient had their pump replaced due to eos on (B)(6) 2021, it was moved from their belly to their upper chest/ribs area (see pe (B)(4)). Afterwards, the pump area "never healed" and in approximately february or march the patient had a refill where the healthcare provider (hcp) refused to refill pump due to pump area being "puffy". They were referred to a surgeon who removed the pump and catheter the following day. They confirmed a full system removal and the patient currently had no implanted devices. They also asked if the pump medication was less likely to have problems for the patient to drive than oral medication, as the patient was in a car accident. Patient services reviewed general pump considerations and redirected them to hcp to compare pump vs. Oral medications.